Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for call was caller reported that patient was involved in a car accident on (B)(6) and the day after the accident, patient started experiencing a very sharp pain at the incision site. Caller said it was like shocks like almost like needles and it had continued. Caller also said that most recently patient's incontinence seems to be coming back. Caller met with patient yesterday and patient said the pain will go from the incision site to around her butt area and get sore kind of go to about mid thigh. Patient did have a little bit of swelling potentially by the pocket site and patient tried changing amplitudes but did not have any sacral pain just right at the ins site. Caller did an impedance check and patient had no impedances. Patient was sent for x-rays which they got back today and it shows that further down the lead there might be a small loop but they are waiting for managing doctor to interpret xray. Caller was not with the patient at the time of the call. The patient is going to the physician assistant to review everything with the physician next week when they gets back. The patient is feeling stim in target vaginal area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.